Event description:
During a lap lymph node dissection, patient's bowel was burnt by monopolar instrument neccessitating patient to be opened up and colon resection performed. Surgery prolonged one hour. Several items returned at one time. Item used during surgery was not tagged or noted.